Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted in the esophagus to treat an esophageal stricture during an esophageal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, there was some resistance upon withdrawal of the delivery system. The delivery system was removed, and it was noted that the tip was missing. The tip was found inside the stent via x-ray. The physician then used a pair of forceps through the scope to push the detached tip into the patient's stomach. In the physician's assessment, the tip would just pass naturally out of the patient. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted in the esophagus to treat an esophageal stricture during an esophageal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, there was some resistance upon withdrawal of the delivery system. The delivery system was removed, and it was noted that the tip was missing. The tip was found inside the stent via x-ray. The physician then used a pair of forceps through the scope to push the detached tip into the patient's stomach. In the physician's assessment, the tip would just pass naturally out of the patient. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 has been updated based on the additional information received on may 28, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments.